Manufacturer narrative:
The complaint device was not returned to (B)(4) for evaluation. As the device was not returned for evaluation, visual, functional, and dimensional inspections could not be performed. Therefore, the reported issue could not be confirmed. Although the lot number was not reported, the device history records (dhrs) were reviewed for all lf1637 devices sold to that facility. All devices were confirmed to have met all inline inspection and testing requirements prior to distribution. As the complaint device was not returned for inspection, a conclusive root cause could not be determined and the reported issue could not be substantiated. Potential root causes of the reported event include: ancillary equipment failure; thumb trigger button (activation button) not engaged throughout entire seal cycle; electrical connections damaged; electrical noise causing interference with the device. It is important to note that burst pressure testing was performed during device validation according to burst pressure test method ¿ electrosurgical devices was reviewed as a supplementary action. Using porcine vessels, the differences between maximum seal burst pressure using reprocessed lf1637 devices and om 1637 devices were not found to be statistically significant. The instructions for use state: the lf1637 instrument is intended for use only with the covidien forcetriad energy platform. Use of this instrument with other covidien generators or with generators produced by other manufacturers may not result in the desired tissue effect, may result in injury to the patient, or surgical team, or may cause damage to the instrument. These instruments are only intended for use by individuals with adequate training and familiarity with the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. For further information about techniques, complications and hazards, consult the medical literature. Contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects, such as an effect at an unintended site or insufficient energy deposition. Before beginning the procedure, verify overall compatibility of all instruments and accessories. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker if it is not in acceptable condition for the procedure. Examine all ligasure system and instrument connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. The ligasure system detects the instrument type and sets the intensity setting to 2 bars in the display. If you have entered settings in the ligasure touchscreen prior to connecting the ligasure instrument, these settings will be reset to 2 bars. This setting may need to be adjusted during the procedure. The intensity settings are used as follows: 1 green bar ¿ isolated, small tissue bundles; 2 green bars ¿ average tissue bundles; 3 green bars ¿ larger tissue bundles (this will increase fusion times). Do not use this instrument on vessels larger than 7 mm in diameter. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not activate the instrument while instrument jaws are in contact with, or in close proximity to, other instruments including metal cannulas, as localized burns to the patient or physician may occur. Do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. Energy-based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals the reported event will continue to be monitored through post-market surveillance. Discarded by facility.

Event description:
It was reported that during a laparoscopic appendectomy the ligasure device did not properly seal causing 2 units of blood loss. The surgeon had to bring the patient back in for a secondary, exploratory surgery. Blood around the area where the device was initially used was clotted. The surgeon verified the seal was complete before closing the patient. The patient did not receive any blood transfusions directly related to this case.